Event description:
A complaint of inadequate pain coverage and high impedance readings was reported. During a lead revision surgery, it was discovered that the lead extension was fractured. The surgeon noted that the cause of the fracture may have been due to the high tension placed on the lead extension. The damaged lead extension was replaced and located closer to the implant to lower the amount of tension. The pt is reportedly doing well.